Event description:
It was reported that during an unspecified procedure of the right common femoral artery, the stent delivery system became stuck on the guide wire. After placing an unspecified non bsc 0.035 guide wire into the target lesion, the wallstent endoprosthesis with unistep plus delivery system was introduced over the guide wire. However, upon introducing the device, it became stuck on the guide wire and was unable to be advanced. Following removal, it was re-inserted over the guide wire and became stuck again. Another MFR's stent was used to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
(B)(6) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).